Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed infusion sent and cartridge and resumed insulin after each occlusion.